Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 400 mg/dl at time of incident, 283 mg/dl, and current blood glucose level was 209 mg/dl and still going down. Customer stated that the insulin pump did not delivering insulin. Customer reported that they did not feel okay to troubleshooting. The insulin pump will not be returned for analysis.